Manufacturer narrative:
UDI: unknown part number, UDI is unavailable. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Patient returned to operating room for surgery following pain from a hardware failure and subsequent pain from pseudoarthrosis. Initial review of ap and lateral xrays showed a failure of hardware (broken rods @l4-l5 on the right and @l4 on the left). Background: the patient underwent a revision on (B)(6) 2016 where surgeon used the expedium spine system in conjunction with viper cortical fix screws and k2m cascadia tl interbodies to revise a t3-ilium from another vendor. At the time,surgeon inserted x2 cobalt chrome expedium rods with new screws from l3-ilium. He used expedium 5.5-5.5 side by side dbl connectors to connect the previous system (k2m everest) to the new rods/screws. He used 75cc of vivigen to aid in the fusion. On (B)(6) 2017 surgeon took the patient to operating room to revise the broken rods that were discovered via x-ray. Surgeon decided to expose the patient from t3-ilium, remove the screws from t3-l5 and reinstrument/replace with viper cortical fix screws and viper cocr rods. He used 90cc of vivigen formable to aid in fusing the patient in the posterior lateral gutters over the transverse processes.

Manufacturer narrative:
The expedium 5.5 cocr pre-bent 145mm rod was returned for evaluation. Visual inspection found the rod fractured into two pieces. Optical imaging found evidence of a fatigue failure. A device history record review could not be conducted as a lot number was not provided nor could one be identified from the returned sample. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively determined however this analysis suggests that the rod was subjected to cyclical loading with a level of unanticipated forces which resulted in the fatigue fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If the lot number becomes available, a device history record review will be conducted and a follow up will be filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.